Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 22-year-old female patient who had essure (batch no. C66837-invalid, c55837) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, migraine, vaginal bleeding, menorrhagia and mood swings. Previously administered products included for birth control: nuvaring from 2011 to 2012 and mirena; for an unreported indication: carisoprodol, cholecalciferol, ergocalciferol, clonazepam, diazepam, diphenhydramine, magnesium, misoprostol, norethindrone, nortriptyline, ondansetron, rizatriptan and vitamin d. Concurrent conditions included congenital scoliosis, cephalgia, neck pain, trauma, polyuria, klippel-feil syndrome, pancolitis, tumor pain, premature ventricular contractions, palpitations, colitis, adhd, deformity, scoliosis, add, fibromyalgia, bowel motility disorder, chest tightness, perennial allergic rhinitis, muscle weakness lower limb and numbness of upper extremities. Concomitant products included aluminium chloride (aluminum chloride) since 2018, amfetamine (amphetamine) since 2014, carisoprodol (soma) since 2015, clonazepam since 2014, codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3) since 2015, dexamfetamine hydrochloride (dextroamphetamine hydrochloride) since 2014, escitalopram since 2017, fluticasone propionate since 2016, ibuprofen, lidocaine since 2016, loratadine, magnesium since 2013, methocarbamol since 2017, norethisterone (nor-qd) since december 2015 to 2016, nortriptyline hydrochloride (pamelor) since 2015, ondansetron since 2015 and rizatriptan since 2014. In 2016, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), adnexa uteri cyst ("paratubal cyst") and uterine prolapse ("uterine prolapse"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("mood changes"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("increased anxiety"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("cyst on my ovary"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and fatigue was resolving, the mood altered, depression, anxiety, migraine, headache, ovarian cyst, endometriosis, alopecia, abdominal pain, adnexa uteri cyst and uterine prolapse outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, anxiety, depression, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, migraine, depression, anxiety, back pain, pelvic pain, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, endometriosis. Lot number reported c66837 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 22-year-old female patient who had essure (batch no. C66837, c55837) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, migraine, vaginal bleeding, menorrhagia and mood swings. Previously administered products included for birth control: nuvaring from 2011 to 2012 and mirena; for an unreported indication: carisoprodol, cholecalciferol, ergocalciferol, clonazepam, diazepam, diphenhydramine, magnesium, misoprostol, norethindrone, nortriptyline, ondansetron, rizatriptan and vitamin d. Concurrent conditions included congenital scoliosis, cephalgia, neck pain, trauma, polyuria, klippel-feil syndrome, pancolitis, pain in lumbar spine, premature ventricular contractions, palpitations, colitis, adhd, deformity, scoliosis, add, fibromyalgia, bowel motility disorder, chest tightness, perennial allergic rhinitis, muscle weakness lower limb and numbness of upper extremities. Concomitant products included aluminium chloride (aluminum chloride) since 2018, amfetamine (amphetamine) since 2014, carisoprodol (soma) since 2015, clonazepam since 2014, codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3) since 2015, dexamfetamine hydrochloride (dextroamphetamine hydrochloride) since 2014, escitalopram since 2017, fluticasone propionate since 2016, ibuprofen, lidocaine since 2016, loratadine, magnesium since 2013, methocarbamol since 2017, norethisterone (nor-qd) since (B)(6) 2015 to 2016, nortriptyline hydrochloride (pamelor) since 2015, ondansetron since 2015 and rizatriptan since 2014. On (B)(6) 2016, the patient experienced abdominal pain ("abdominal pain"), adnexa uteri cyst ("paratubal cyst") and uterine prolapse ("uterine prolapse"), 182 days before insertion of essure. In 2016, the patient experienced nausea ("nausea"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("mood changes"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("increased anxiety"), migraine ("migraines"), headache ("headaches"), ovarian cyst ("cyst on my ovary"), endometriosis ("reporductive system disorder or condition - type of disorder or condition: endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and fatigue was resolving, the mood altered, depression, anxiety, migraine, headache, ovarian cyst, endometriosis, alopecia, abdominal pain, adnexa uteri cyst and uterine prolapse outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal pain, adnexa uteri cyst, alopecia, anxiety, depression, dysmenorrhoea, endometriosis, fatigue, headache, menorrhagia, migraine, mood altered, nausea, ovarian cyst, pelvic pain, uterine prolapse, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) -2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, migraine, depression, anxiety, back pain, pelvic pain, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- mood changes, abnormal bleeding (vaginal, menorrhagia), increased anxiety and depression, migraines / headaches, cyst on my ovary, nausea, dysmenorrhea (cramping), vaginal discharge, fatigue, hair loss, abdominal pain, paratubal cyst, uterine prolapse and endometriosis. Outcome of event pelvic pain update from unknown to recovering / resolving. Concomitant and historical drug, lab data, reporter information and medical history added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/felt like labor pains/chronic pelvic pain'), klippel-feil syndrome ('klippel feil'), spinal cord neoplasm ('had a 11mm spinal cord tumor removed') and crohn's disease ('crohns disease') in a 22-year-old female patient who had essure (batch no. C66837-not valid, c55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nausea, migraine, vaginal bleeding, menorrhagia, mood swings, pain, mood swings, vaginal bleeding, menorrhagia and bacterial vaginosis. Previously administered products included for birth control: nuvaring from 2011 to 2012 and mirena; for an unreported indication: carisoprodol, cholecalciferol, ergocalciferol, clonazepam, diazepam, diphenhydramine, magnesium, misoprostol, norethindrone, nortriptyline, ondansetron, rizatriptan and vitamin d. Concurrent conditions included congenital scoliosis, cephalgia, neck pain, trauma, polyuria, klippel-feil syndrome, pancolitis, tumor pain, premature ventricular contractions, palpitations, colitis, adhd, deformity, scoliosis, add, fibromyalgia, bowel motility disorder, chest tightness, perennial allergic rhinitis, muscle weakness lower limb, numbness of upper extremities and hormonal imbalance. Concomitant products included aluminium chloride (aluminum chloride) since 2018, amfetamine (amphetamine) since 2014, carisoprodol (soma) since 2015, clonazepam since 2014, codeine phosphate;paracetamol (tylenol with codeine no.3), colecalciferol (vitamin d3) since 2015, dexamfetamine hydrochloride (dextroamphetamine hydrochloride) since 2014, escitalopram oxalate (lexapro), escitalopram since 2017, fluticasone propionate since 2016, ibuprofen, lidocaine since 2016, loratadine, magnesium since 2013, methocarbamol since 2017, norethisterone (nor-qd) since december 2015 to 2016, nortriptyline hydrochloride (pamelor) since 2015, ondansetron since 2015 and rizatriptan since 2014. In 2016, the patient experienced nausea ("nausea/had nausea on and off before essure but worsened with essure") and adnexa uteri cyst ("paratubal cyst/1.5 paratubal cyst"). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood altered ("mood changes"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("increased anxiety"), migraine ("migraines/had migraines before essure but they got worse after placement and continued to worsen"), headache ("headaches"), ovarian cyst ("cyst on my ovary"), endometriosis ("endometriosis"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue/exhausted"), alopecia ("hair loss"), abdominal pain ("abdominal pain"), uterine prolapse ("uterine prolapse"), abdominal pain upper ("stomach hurts really bad"), mobility decreased ("mobility issues"), pain ("excruciating pain all over/chronic pain"), panic attack ("panic attacks"), multiple allergies ("bad allergies"), arthritis ("arthritis"), sweating ("sweating a lot"), abdominal pain lower ("random cramps"), fibromyalgia ("fibromyalgia"), back pain ("back pain"), neck pain ("neck pain"), slipping rib syndrome ("her ribs are shifting"), menstruation delayed ("she haven't had a period since before her surgery"), muscle spasms ("muscle spasm/cramped muscles"), insomnia ("sleeping is a nightmare sometimes"), colitis ("her colon is rally inflamed"), abdominal distension ("painfully bloated"), tooth disorder ("tooth issues"), gastrointestinal disorder ("gi issues"), klippel-feil syndrome (seriousness criterion medically significant), rash ("rash"), constipation ("constipation"), irritable bowel syndrome ("ibs pain"), musculoskeletal pain ("shoulder pain"), scoliosis ("scoliosis"), malaise ("sickness"), discomfort ("discomfort"), nasopharyngitis ("cold"), intervertebral disc degeneration ("having 2 disks drying out"), pain in extremity ("ache in her legs"), myalgia ("sore muscles"), psychiatric symptom ("she felt so alone within her head"), dyspepsia ("3rd degree burns on heart"), dyspnoea ("feels like a house is sitting on her lungs every time she try to take a breath"), post-traumatic stress disorder ("post-traumatic stress disorder"), excess sweating ("sweating a lot"), cardiac valve disease ("heart valve doesn't close all the way like it should"), crohn's disease (seriousness criterion medically significant) and vomiting ("she puke/she was throwing up") and was found to have hormone level abnormal ("hormonal imbalance"), spinal cord neoplasm (seriousness criterion medically significant) and weight increased ("I gained 20 pounds"). The patient was treated with surgery (to remove the essure implant, hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, nausea and fatigue was resolving, the mood altered, depression, anxiety, migraine, headache, ovarian cyst, endometriosis, alopecia, abdominal pain, adnexa uteri cyst, uterine prolapse, abdominal pain upper, mobility decreased, pain, panic attack, multiple allergies, arthritis, sweating, abdominal pain lower, fibromyalgia, back pain, neck pain, slipping rib syndrome, hormone level abnormal, menstruation delayed, muscle spasms, insomnia, colitis, abdominal distension, tooth disorder, gastrointestinal disorder, klippel-feil syndrome, spinal cord neoplasm, rash, constipation, irritable bowel syndrome, weight increased, musculoskeletal pain, scoliosis, malaise, discomfort, nasopharyngitis, intervertebral disc degeneration, pain in extremity, myalgia, psychiatric symptom, dyspepsia, dyspnoea, post-traumatic stress disorder, excess sweating, cardiac valve disease, crohn's disease and vomiting outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea and vaginal discharge had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, adnexa uteri cyst, alopecia, anxiety, arthritis, back pain, cardiac valve disease, colitis, constipation, crohn's disease, depression, discomfort, dysmenorrhoea, dyspepsia, dyspnoea, endometriosis, fatigue, fibromyalgia, gastrointestinal disorder, headache, hormone level abnormal, insomnia, intervertebral disc degeneration, irritable bowel syndrome, klippel-feil syndrome, malaise, menorrhagia, menstruation delayed, migraine, mobility decreased, mood altered, multiple allergies, muscle spasms, musculoskeletal pain, myalgia, nasopharyngitis, nausea, neck pain, ovarian cyst, pain, pain in extremity, panic attack, pelvic pain, post-traumatic stress disorder, psychiatric symptom, rash, scoliosis, slipping rib syndrome, spinal cord neoplasm, sweating, tooth disorder, uterine prolapse, vaginal discharge, vaginal haemorrhage, vomiting, weight increased and excess sweating to be related to essure. The reporter commented: plaintiff received treatment for polyuria, depression with anxiety, klippel-feil deformity,colitis, adhd, chronic pain, hormonal changes, abnormal bleeding, migraines, nausea, fibromyalgia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: abdominal pain, migraine, depression, anxiety, back pain, pelvic pain, vaginal haemorrhage, vaginal discharge, dysmenorrhoea, endometriosis. Lot number reported c66837 is notvalid concerning the injuries reported in this case, the following ones were reported via social media: abdominal pain upper, mobility decreased, pain, panic attack, multiple allergies, arthritis, hyperhidrosis, abdominal pain lower, fibromyalgia, back pain, neck pain, slipping rib syndrome, hormone level abnormal, menstruation delayed, muscle spasms, insomnia, colitis, abdominal distension, tooth disorder, gastrointestinal disorder, klippel-feil syndrome, spinal cord neoplasm, rash,weight increased, irritable bowel syndrome, musculoskeletal pain, irritable bowel syndrome, weight increased, scoliosis, malaise, discomfort, nasopharyngitis, intervertebral disc degeneration, pain in extremity, myalgia, psychiatric symptom, dyspepsia, dyspnoea, post-traumatic stress disorder, cardiac valve disease, crohn's disease, vomiting. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received.reporter information added.events: sickness, discomfort, cold, stomach hurts really bad, mobility issues, excruciating pain all over, panic attacks, bad allergies, arthritis, sweating a lot, random cramps, fibromyalgia, neck pain, back pain, her ribs are shifting, hormonal imbalance, she haven't had a period since before her surgery, muscle spasm, sleeping is a nightmare sometimes, her colon is rally inflamed, painfully bloated, tooth issues, gi issues, klippel feil, had a 11mm spinal cord tumor removed, rash, ibs pain, I gained 20 pounds, shoulder pain,having 2 disks drying out, ache in her legs, sore muscles, she felt so alone within her head, 3rd degree burns on heart, feels like a house is sitting on her lungs every time she try to take a breath, post-traumatic stress disorder, sweating a lot, heart valve doesn't close all the way like it should, crohns disease, she puke/she was throwing up added on 13-nov-2019: pfs received. Medical history added. Events: constipation added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.